Manufacturer narrative:
UDI: (B)(4). Concomitant product(s): patient medications include atorvastatin, cholecalciferol, cyanocobalamin, terazosin, finasteride, lidocaine patch, melatonin, and omeprazole. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion. Per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat an iliac artery rupture. All components were implanted without any reported complications, and the patient tolerated the procedure. On the same day, a post-procedural angiogram reportedly revealed that a renal artery may have been partially and unintentionally covered by the trunk-ipsilateral leg component (rlt261418/17828634). According to the physician, the contralateral gate was slightly pinched during the procedure by the patient¿s infrarenal anatomy, and the device may have been pushed proximally when the introducer sheath was advanced into the gate. No re-intervention has been planned or schedule to date. The patient¿s blood pressure is reportedly good, and renal function is satisfactory and continually improving. The physician will continue to monitor the patient.